Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, around 11am, the patient¿s cgm alerted the patient to a value of 77 mg/dl which then dropped to 55 mg/dl. By 11:48am, the patient¿s cgm was reading low mg/dl. No bg meter comparison value was reported. The patient was feeling ¿drunk and dizzy¿. The patient fell, bumped her head, and lost consciousness. After a few minutes, the patient regained consciousness on her own. She woke up and self-treated with ¿sugar¿. After treating herself, the patient then took her bg meter reading which was showing a ¿normal reading¿ (no specific value was reported) while the cgm was still reading low mg/dl. The patient called her nurse and was advised to replace her sensor. There was no documentation of the patient seeking any assistance from a higher level of care. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.